Event description:
It was reported that the patient presented via merlin.net transmission in backup vvi mode. The patient was brought into clinic the following day for further troubleshooting. After a software download the device resumed normal function.